Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was serviced. The root cause was not determined since the device worked as intended. There was no patient or user harm reported.

Event description:
Approximately six-eight weeks ago they had a young asthmatic patient with very high airway resistance on the hamilton c6. They observed that the tidal volumes were 180-200 cc lower on expiratory than inspiratory. Extremely abnormal. The patient was not compromised according to everyone involved. (B)(6) both big published rts that work at the clinic, decided to bench test 8 c6s under load of extreme airway resistance and poor compliance. They were able to reproduce this phenomenon. However, they believe its the displayed volume that is under reporting because of a correction error from atpd to btps and not the actual volume delivered to the patient. With correction the results are well within standard deviation of our published specifications.